Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the screen went black during a laparoscopic cholecystectomy. The image returned to normal and the procedure was completed with the subject device. There was no harm or user injury reported due to the event.

Event description:
Additional information discovered during the device evaluation: an error code e216 was displayed when heating the video connector. This error code is also a reportable malfunction.

Manufacturer narrative:
The device was inspected by olympus. The customer's complaint of "blackout" was not reproduced, an error code e216 displayed. However, when the video connector portion was cooled and the image was checked again, a normal image was displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to the following: electronic parts such as ics and capacitors have deteriorated over time due to repeated energization stress. Overcurrent flowed temporarily when the video connector was plugged and unplugged while the system was on. The video connector was connected to the system with moisture adhering to the electrical contacts, resulting in a temporary short circuit. Static electricity was applied to the electrical contact of the video connector. Olympus will continue to monitor field performance for this device.